Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with two thermocool® smarttouch® bi-directional navigation catheters and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was also evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01, serial # (B)(4)). Stockert 70 system (model# m-5463-01, serial # (B)(4)). Coolflow pump (model# m-5491-02, serial # (B)(4)). Smarttouch bidirectional catheter (model# d-1327-04-s, lot# 17288806m). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two thermocool® smarttouch® bi-directional navigation catheters and suffered a cardiac tamponade which required pericardiocentesis. It was reported that there was a non MDR reportable temperature limit error and the temperature would not display. The cables were replaced with no resolution. The catheter was replaced and the issue resolved. After the catheter was replaced a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A tap was performed and an unknown about of fluid was removed. The patient was reported to be in stable condition at the time this complaint was reported. There is no further information about the hospitalization and if any additional intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since two ablation catheters were used during the procedure, this event will be reported under both catheters used.